Manufacturer narrative:
Engineering evaluation noted that the broken alteon screw reported was likely the result of a combination of the applied axial torque and a bending moment created by attempting to drive the screw into dense bone that may not have been fully drilled, which over-stressed the screw and led to ultimate fracture.

Event description:
During the process of tightening the screw, the head bent until the screw broke at the union of the head and body.

Manufacturer narrative:
Pending evaluation.

Event description:
During the process of tightening the screw, the head bent until the screw broke at the union of the head and body.